Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one euphora coronary balloon catheter, the device detached, cracked, or fractured during delivery through the vessel. The break/fracture occurred at the balloon. It was reported that the balloon was inflated and broke. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. There were no patient complications reported as a result of this event.